Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. This report is for one (1) unspecified band-aid, lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with unspecified band-aid. The consumer stated that she used the band-aid to cover a wound. Upon removal of band-aid the top layer of her skin was torn. The consumer sought medical attention from her health care professional (hcp). Her hcp prescribed an antibiotic cream. The consumer also put neosporin on the wound and non-adhesive sterile pad to treat the issue. At this time, the symptoms have not resolved.